Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2008, patient underwent following procedures: 1. Posterior spinal fusion, l5-s1 (pa). 2. Posterior spinal instrumentation with pedicle screws and rods, l5-s1 (pa). 3. Anterior discectomy via left posterolateral approach, l5-s1 (pa). 4. Anterior interbody fusion, l5-s1 with a peek cage packed with bmp/autograft bone/allograft bone (pa). 5. Left hemilaminectomy/revision, l5-s1 (pa). 6. Left l5 far lateral nerve root decompression/revision, (pa). 7. Bilateral sacroiliac injections. 8. Bilateral facetectomies, l5-s1 (pa). 9. Left l5 nerve root epidural steroid injections. 10. Intraoperative fluoroscopy with interpretation. 11. X-ray with interpretation, ls spine series. 12. Allograft bone. 13. Autograft bone from posterior spinal elements/morcellized. 14. Bone marrow aspirate from bilateral iliac crest through a separate fascial incision for stem cell concentrate. 15. Revision of previous surgical scar approximately 10 cm (pa). For pre-op diagnosis of: 1. Degenerative lumbar spondylosis, l5-s1. 2. Postlaminectomhy syndrome, l5-s1. 3. Left leg radiculopathy. 4. Lower back pain. 5. Bilateral sacroillitis. Patient alleges unspecified injury due to the use of rhbmp-2